Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage and that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s908u1ues8fyi2 hardware: sm-s908u1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed and the cannula did insert into the skin but the pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. The patient's blood glucose level rose to 318 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied.